Manufacturer narrative:
The insulin pump was received with no vibration due to broken black vibrator wire. However, the insulin pump passed the operating currents measurement, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at the display window corner and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the vibration option on their insulin pump was non-functional; the device would not vibrate when the low reservoir alert appeared. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the vibration anomaly. The customer confirmed that vibrate mode on the pump was on. The customer had also recently installed a new battery. A self test was performed and the pump failed to vibrate. The customer was advised to discontinue use of the pump and revert to their medically prescribed back-up plan. The insulin pump was returned for analysis.